Manufacturer narrative:
The device was returned for evaluation and the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. The reported condition was confirmed - no image is displayed and buttons are not functioning after power on (i.e., the monitor did not start up). Further, multiple scratches were found on the screen panel. If additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a monitor that would not display an image ¿ however, the led indicator on the monitor was on (lit up). This event occurred during a procedure. There was no report of patient harm or medical intervention.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was a faulty main board. However, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.